Event description:
The device was used during a diagnostic laparoscopy. Reportedly, the safety shield did not function properly. The surgeon used another device to complete the procedure. No pt injury occurred.